Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was shattered, making the display difficult to read, and a photo of the damage was provided and the serial number was verified. Symptoms included no adverse clinical effects and no reported impact to blood glucose. Outcomes included shipment of a replacement ilet and arrangements for return of the damaged unit. Investigation included remote assessment through customer interview and visual evidence review. Investigation of this case revealed external physical damage to the display assembly consistent with screen breakage, with no reported functional alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external force.